Event description:
It was reported that the right ventricular (rv) lead delivered several inappropriate shocks due to noise and the patient experienced syncope with an occipital laceration. The lead also had high thresholds and impedance. A fracture was suspected. The lead was explanted and replaced. It was noted that the patient is taking part in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: product ID d234trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011, product ID: 4195-88 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).